Event description:
The patient had a loose knee so we went from a 9mm to 13mm.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
The patient had a loose knee so we went from a 9mm to 13mm.

Manufacturer narrative:
The event was not confirmed as no items associated with the event were returned or made available for evaluation and no medical records or x-rays were made available for evaluation. Review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the device was not returned for evaluation and no medical information was provided.